Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for two pt samples. Pt a: a sample from this pt was tested for accu tni and a result of 12.33ng/ml was obtained. A fresh sample collected from the pt gave a result of 1.12 ng/ml. Pt b: an accu tni result was 3.29ng/ml. Accu tni results were reported out of the lab for both pts and questioned by a nurse. On the next day the customer pulled the original tubes and repeated testing for accu tni. Repeated results were within normal reference range for both pts: two results of 0.03 ng/ml were obtained for pt a. A result of 0.01ng/ml was obtained for pt b. Corrected reports were submitted for both pts. No reports of death, injury, or change to pt treatment have been received in connection with this event.

Manufacturer narrative:
Qc and system check were within specifications before and after the event. The specimens were collected in lithium heparin tubes with gel and centrifuged at 3,500 rpm for 5 minutes. Bd product insert recommends samples to be centrifuged for 10 minutes. The samples were not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and did not find any hardware related issues that may have contributed to this event. The fse performed a carryover study on the closed tube accessing (cta) system with good results. All verification testing passed within specifications. Pre-analytical sample handling was discussed with the customer, and the fse gave them literature for future reference. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.